Event description:
Pt was admitted for end of life replacement of permanent cardiac pacemaker. This was performed successfully on 3/26. Implanted was medtronic model 8960ib, & lead model #5024m. The next day, due to intermittent capture & sensing, the pt returned to surgery for repositioning. There appeared to be blood inside the covering of the lead & it was removed. A new sheath and new lead were placed. This was model #5024m.